Event description:
Customer initially reports that surgeon felt the cable is too hot on his neck. No injury. (B)(6) 2014 registered nurse reports surgeon was performing open heart surgery when the event occurred. The cable was connected and in use for approximately 15 minutes before the doctor felt the heat. The heat seemed to be coming from the "y" connector in the cable. There was no procedure delay, another device was readily available. Confirmed no harm done.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.